Event description:
It was reported that during a case involving a left sfa, the physician used a left popliteal access, and a retrograde approach. The guide wire access was gained in the sfa and a 6fr sheath was used. This area was ballooned and three absolute stents had already been deployed. A fourth absolute stent was then deployed. A residual stenosis was felt, so an agiltrac ballooncatheter was used to post-dialate the area; however, upon doing the post-dilatation, resistance was felt in the sheath. It was then discovered that part of the stent actually deployed in the sheath and part of the stent was deployed in the vessel. (The physician did not realize the stent placement until post-dilatation was being performed). The agiltrac balloon catheter was then deflated and then it was removed. Upon pulling the sheath back, the stent fractured into two pieces, with the distal portion apposed in the vessel. As the sheath was moved backwards, the separated proximal portion also apposed to the vessel; however, now there was about a 1 cm gap between the two pieces. A fifth absolute stent was then deployed between the two pieces to bridge the gap. The final angio showed a good result and there were no patient effects.